Event description:
It was reported that there was no label on bd phoenix¿ ID broth. The following information was provided by the initial reporter: no label.

Manufacturer narrative:
Investigation summary: this complaint is for missing labels of phoenix ID broth (246001) batch number 2236650. The customer provided photos for investigation, but no product returns. The photos show boxes of phoenix ID broth but defect cannot be confirmed from the photos. Investigation of the retention samples of the complaint batch revealed all tubes and the carton labels. Based off the retention samples, this complaint is not confirmed. A review of quality notifications revealed no quality notification generated on the complaint batch. A review of complaints was performed and revealed no additional complaint on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was no label on bd phoenix¿ ID broth. The following information was provided by the initial reporter: no label.